Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.

Event description:
As per reporter, during treatment for right femur lengthening, the fitbone nail stopped lengthening. As per reporter the patient underwent a revision procedure on (B)(6) 2026 to add an external fixator and continue with lengthening.